Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens) for urge incontinence, urgency frequency. Patient stated that she is still bleeding from one of her incision sites. Couple days later patient stated that she was at the hospital on sunday afternoon 10/27. Advised to follow up with clinician. There were no further complications. There was no surgical intervention that occurred. There were no further complications reported regarding the event.